Event description:
It was reported the product was not in use and was sent in for preventative maintenance. There was no event or malfunction that led to the device being sent for repair (pm). There was no harm or injury to patient as there was no patient involvement. Due diligence is complete and no additional information is available. After evaluation of the returned device, it was determined that the device rpms were under specification.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were under specification and the device was out of calibration. The motor, handpiece switch, bearing pack, o-ring, seal, reciprocation arm and 3 inch width plate were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.